Manufacturer narrative:
It was reported a cannula had broken during surgery due to rough handling by the surgeon, per the sales representative who attended the case. There was no reported incident of patient harm. Per the accuport IFU, ¿do not bend or exert unnecessary force on cannula during insertion to avoid damaged or broken cannula."

Event description:
Eleven gage cannula broke.